Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with generator with version 4.0.0 + 4.1.0. The customer states that the generator wouldn't power on and the machine started to click. The generator then started to spark from the back of the machine. No pt involvement or medical intervention.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.